Event description:
Medtronic received a report that the device and any accessories were prepared as indicated in the IFU. The stent could not be delivered through the microcatheter to the lesion site after multiple attempts. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting this was a left middle cerebral artery thrombectomy. It was noted that the vessel tortuosity was normal. The patient is in good condition. No patient symptoms or further complications were reported as a result of this event. Actions/interventions taken to resolve the resistance were unknown. The cause of the resistance was unknown. The resistance was in the proximal section of the catheter. A continuous saline flush administered and maintained as indicated in the IFU. The catheter was a rebar 18.

Manufacturer narrative:
Section e. The healthcare provider information was not provided. Therefore, the medtronic field representative information is reported as the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.